Event description:
The patient stated his infusion device was beeping continuously and "77" with "3.00" was displayed on the screen. The patient was advised to disconnect from his infusion site and to insert a new power pack and the infusion device functioned properly. The patient was aware of the power pack recall and he stated his power pack was probably over 2 weeks old. He stated he has been trying to change the power pack every 2 weeks. No physiological effects were reported. The pt did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
H6: no product will be returned for evaluation.